Event description:
It was reported that during patient use while the autopulse platform was performing compressions for several minutes, a "realign patient" message was displayed. The customer realigned the patient, however the platform displayed another message. The customer could not recall what message was displayed. After this occurred, the platform was unable to function. Customer reverted back to the manual CPR (exact length of time was not provided). Customer indicated that there were no adverse effects to the patient. Information regarding the patient is unknown. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and the platform's lcd backlight was found to have failed. Further inspection determined that the processor pca board was not functioning properly. In addition to the lcd backlight, the load cell j1 connector was also found to be damaged. The load cell amp board was replaced to address the damaged j1 connector. Following replacement of the processor pca and load cell amp board, the platform was functionally tested for 20 minutes with a test mannequin and an additional 10 minutes with a large resuscitation test fixture and no user advisory codes or warnings were exhibited. The reported complaint of the platform stopping compressions followed by a "re-align patient" message could not be reproduced during functional testing. A review of the archive was performed and there were no user advisory codes or warnings observed on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 45 (not at "home" position after power-on/ re-start) and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) codes were seen on (B)(6) 2015. The reported complaint was confirmed based on confirmation of the ua 7 codes. Based on inspection of the device prior to functional testing, the cause of the ua 7 codes was previously identified as the damaged load cell j1 connector. There were no mechanical deficiencies with the platform that may have caused or contributed to the ua 45 codes. Based on archive review, the cause of the ua 45 codes was likely the customer not completely pulling out the lifeband straps prior to turning the device on. Based on the investigation, the parts identified for replacement were the processor pca board and the load cell amp board. In summary, the reported complaint was confirmed based on the archive review which showed multiple ua 7 codes occurring on (B)(6) 2015. The cause of the ua 7 codes was determined to be a damaged j1 connector. Following service, including replacement of the load cell amp board and the processor pca board, the device passed all test criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 03/12/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.